Event description:
It was reported that 2 abutments fractured at the screw of the abutments at tooth sites 25-26, discovered at annual revision. Both abutments were removed. Proceeding was completed with another abutments.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. D10: concomitant medical product: lpc441u, low profile one-piece abutment 4.1mm(d) x 1mm(h), (B)(6).

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) lpc442u, (low profile one-piece abutment 4.1mm(d) x 2mm(h)) for evaluation. Visual evaluation was performed, there was signs of use. The abutment screw was fractured at the treads. DHR review was completed for the subject lot number 2023020002. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023020002 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. Abutment screw was fractured at the treads. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.